Event description:
Sales rep report as below: "x-ray appears to show dislocation and separation of the two implants (stanmore proximal femoral replacement)."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mets proximal femur replacement, trochanter was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical information, patient history, pre or postoperative radiographs, or other history were provided for review. The evaluation was solely based on the pi event description, and a single unlabeled x-ray of a hip/acetabulum. Based on the pi report and the x-ray there was a dislocation of an implant from the acetabulum and an apparent dissociation of a proximal modular piece of the femur. Event confirmation: a dislocation, and dissociation of a proximal implant can be confirmed. The entirety of the device cannot be viewed. Root cause: the root cause of the event cannot be determined as no clinical information, preoperative or postoperative evaluations, or radiographs were provided for evaluation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that an x-ray showed dislocation and separation of two implants. A review of the provided medical records by a clinician indicated the following: "based on the pi report and the x-ray there was a dislocation of an implant from the acetabulum and an apparent dissociation of a proximal modular piece of the femur. Event confirmation: a dislocation, and dissociation of a proximal implant can be confirmed. The entirety of the device cannot be viewed. Root cause: the root cause of the event cannot be determined as no clinical information, preoperative or postoperative evaluations, or radiographs were provided for evaluation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep report as below: "x-ray appears to show dislocation and separation of the two implants (stanmore proximal femoral replacement)."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.